Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Low bg cause was not known. Customer consumed carbohydrates, orange juice and grapes to address bg. The customer also reported that they fell and injured their ribs because of the low bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.